Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to complete the load process due to receiving a message stating "not available to resume insulin, to resume disconnect and reconnect the cartridge." Customer was ultimately able to resume insulin therapy. Customer declined to upload pump data for review. Customer's blood glucose level was not impacted.